Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000136941. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patients left lead had migrated. Surgical intervention took place on (B)(6) 2023 where the existing lead was repositioned. Therapy restored. Investigation was unable to determine which lead was at fault.